Manufacturer narrative:
Further testing of the removed main pcb assembly at the failure analysis center determined the cause for the malfunction to be failure of an ic chip, designator u17.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio isolated the cause for the malfunction to be the main pcb assembly. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Event description:
It was reported that the device displayed the wrench icon and failed to boot up with a known good battery. The device would be unable to provide defibrillation therapy. There was no patient use associated with the event.